Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a revision of the ipg pocket. Post operatively the patient was recovering as expected.